Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Interrogation revealed right ventricular lead noise and non-sustained oversensing episodes. The patient received inappropriate anti-tachycardia pacing as a result of the noise. The lead is pending re-operation. The patient was stable.

Event description:
New information received notes that the lead was capped on (B)(6) 2019 due to oversensing.

Event description:
New information received notes that the patient was stable before, during, and after the procedure.